Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. Furthermore user facility reported in incident form that doxycycline oral antibiotic was prescribed for injury treatment and that the reported injury possible to cause scarring which may result in permanent damage to a body structure. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details stated, "skin type IV patient on blood thinners, with a history of heart disease and being treated with the high speed neg pressure hand piece on blood thinners. No test spot preformed. Lumenis protocol is for skin type IV patients to receive a test spot prior to treatment. The high speed hand piece is also not recommended when a patient is on blood thinners. Patient had a staph infection that could have been after shaving or laser hair removal. This may have been noticed sooner after a test spot was preformed 24 to 48 hours prior to treatment." The professional concluded the root cause of the reported event to be operator error. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information above, this complaint has been determined to be reportable per MDR decision tree.

Event description:
A user facility reported that one (1) patient sustained a infection on face, neck and back following treatment with lumenis lightsheer desire laser.